Manufacturer narrative:
A ge service rep evaluated the system and found the system had been shut down incorrectly, corrupting the software. The system was rebooted and operated as intended after performing a software rebuild during boot up. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.